Event description:
According to the information received, ceramic beak broke off within a patient. The broken piece was removed successfully. A prolongation of 30min was reported. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
The affected device will not retirm to the manufacturing site for investigation due to the customer use 3rd party for repair. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).